Event description:
It was reported that the right ventricular (rv) lead measured fluctuating impedances from normal range to out of range high impedance. Several high impedance warnings were triggered on the pace sense portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Rv pace impedance steady between 700 and 900 ohms, with sporadic excursions to 1200-1600 ohms. (1 the week of (B)(6) 2013, 3 more between (B)(6) 2014). No non-sustained tachycardia (nst) or short v-v intervals on save to disk. (B)(4).